Event description:
Approx every third test strip is giving the e-1 error message. According to the MFR site, e-1 means damaged strip. Dose or amount: use 1 strip four times a day, frequency: qid. The product is not compounded; the product is not over-the-counter.